Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the pdm delivered uncommanded boluses. This condition could contribute to hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's pdm (personal diabetes manager) delivered unprogrammed boluses while the patient was at school. The patient's mother reported the pdm gave the patient 2 separate boluses of 10 units each. The patient was reported to be in her classroom doing her work at the time of the reported unprogrammed boluses, and the pdm was reported to be in the patient's backpack. The bg (blood glucose) levels were reported to be <70 mg/dl, however, no specific bg levels were provided for this event. Patient's mother reported the controller has a pin (personal identification number) which only she, the patient and the school nurse know. It was discussed that in order to deliver a bolus, multiple button presses must occur including one to confirm and start the bolus delivery, however, the mother is insistent that the pdm administered bolus on its own without intervention.